Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was broken at the drainage funnel during placement.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed the catheter was broken at the catheter shaft. Evaluation concluded that the break most likely resulted from the patient's effort to prematurely remove the catheter, as the breakage did not occur as a result of any manufacturing process. Based on evaluation, it was concluded that exact time of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿1. Method for use: do not inflate the balloon in the urethra. (The urethra may be injured). Do not pull the catheter hard. (The bladder/urethra maybe injured). Applicable patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged)". (B)(4).

Event description:
It was reported that the catheter was broken at the drainage funnel during placement.